Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7035928.

Event description:
It was reported that the patient was experiencing inadequate stimulation and more pain. The patient underwent an ipg explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted products will not be returned per hospital policy.